Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 7 mmol/l (126 mg/dl). Blood tests were performed while admitted to the hospital and the patient was released after 4 hours. The patient reported entering in a bolus of 1.8 units but claims the personal diabetes manager (pdm) entered in 18 units instead which caused the patient to go into hypoglycemia.